Manufacturer narrative:
Product ID 8782, serial# (B)(4) implanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the patient experienced a headache and jaw pain (unknown date). A dye study was done and revealed a catheter migration. The catheter was originally placed in the c-spine area and had migrated above c-4 (caudal). A catheter revision was performed and the plan was to pull the catheter down lower in the c-spine area. The catheter was pulled down and re anchored on (B)(6) 2015. The patient was doing well. The pump was delivering baclofen.

Event description:
Additional information reported the patient underwent CT scan for the headache. Regarding how the patient was doing as of the date of the report, the hcp was continuing to monitor the headaches and the patient was "doing well".